Manufacturer narrative:
H4: the lot was manufactured from june 23, 2020 - june 25, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. It was further described as the device had "not infused correctly". The device had been filled with 4200mg fluorouracil in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.